Manufacturer narrative:
Addendum for follow-up received 19-feb-08: (B)(4). Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially manufactured batches marketed in (B)(4). The review of the dhrs (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4)). (B)(4). This report involves a (B)(6) female patient who was administered sculptra (poly-l-lactic acid) two vials diluted with water and lignocaine on (B)(6) 2007 and six weeks later into the cheeks and nasolabial folds. This patient has no medical history. She has had a treatment one year ago with restylane in the nasolabial area and was "fine." No concomitant medications were indicated. The patient is the reporting physician's wife who was used as a demonstration subject during a poly-l-lactic training session. She had followed the aftercare instructions and massaged the areas after each treatment. On approximately (B)(6) 2007, the patient developed nodules in her cheeks. Seven or eight nodules appeared in her left cheek, which were palpable. Three of them were visible. Two or three appeared in her right cheek, which were also visible. All were 5-10 mm in diameter. At the time of the report, the patient had not received any corrective treatment. The physician was planning on administering steroid injections of minocycline into the nodules. He stated that the nodules had not caused any impairment of the body structure, were not life threatening and would not cause death. No laboratory tests or biopsy were performed. The reporter's causal relationship assessment for poly-l-lactic acid was indicated as not specified.